Event description:
It was reported that patient present to the clinic for post implant hematoma treatment when lv lead impedance out of range was observed. An increase in lv capture threshold was also noted. Loose connection between header and lv lead was suspected. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.